Manufacturer narrative:
Upon further review of this file it was determined that this report was inadvertently filed as it should not have been considered a reportable event. There was no patient consequence to the lack of suction as the procedure had not commenced. The event occurred prior to patient contact. It was previously reported there was suction loss during laser firing, however, the issue did not occur during laser firing and the procedure had not commenced. The event occurred prior to patient contact. Therefore no further reports will be submitted under this manufacturer report number (3006695864-2018-00018). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss with a patient interface (pi) during a laser treatment while the laser was firing. The surgery center indicated there was an attempt on the same eye twice but was unable to create suction. The patient procedure was converted to a photorefractive keratectomy (prk).